Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet after being disconnected from the system for approximately 45 minutes, consuming breakfast, and announcing the meal 30¿40 minutes after eating; subsequent readings showed glucose levels rising to 448 mg/dl by fingerstick and later trending down to 377 mg/dl after a complete supply change, with no adverse symptoms reported and the cannula not bent. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver, analysis of information provided by the user or third party, and a review concluding that available information was insufficient to identify a device problem or component implicated. Investigation of this case revealed no findings available and insufficient information to attribute the event to a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.